Event description:
It was reported that the tampa vedante bd luer cap¿ experienced deformation. The following information was provided by the initial reporter, translated from portuguese to english: the product has a sealing lid, which has a defect on the tip of it, apparently due to deformation.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 17-may-2023 h6: investigation summary a device history record review was completed for provided material number 2237005 and lot number 2237005. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) picture samples and the affected physical sample were returned for evaluation by our investigative team. Through examination of the sample, a hole was observed within the product.

Event description:
It was reported that the tampa vedante bd luer cap¿ experienced deformation. The following information was provided by the initial reporter, translated from portuguese to english: the product has a sealing lid, which has a defect on the tip of it, apparently due to deformation.